Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The cuff was explanted and replaced with one of the same size, but in a more distal location. No further patient complications were reported.